Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 300 units of insulin. The customer reloaded the cartridge successfully and received an accurate fill estimate. There was no reported impact to the customer's blood glucose level. As the reported event was not occurring at the time of the reported event, troubleshooting was unable to be performed by tandem technical support.